Event description:
It was reported by the customer in china that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the mini qa+ #2/0 eth v-5 suture device was broken upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received without its entire original packaging and out of the pouch. The anchor was not sent along with the device. The suture were found broken and the distal ends were frayed. The suture and the device showed biological residues. A manufacturing record evaluation was performed for the finished device lot number: 7l40464, and no nonconformances were identified. The complaint can be confirmed due to the damage in the suture. Based on the condition of the device received and the damage on the suture, this appeared to be used in the procedure; the possible root cause for the suture condition could be related to procedure variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. However, it cannot be conclusively affirmed. As per IFU ,excessive tension may overload the anchor or suture, do not twist or apply bending force to the inserter as either may damage the anchor, suture or inserter tip. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch willbe filed as appropriate. H10 additional narrative: investigation summary =the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the suture was broken. Also, the suture appeared to have biological residues. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l40464, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4)devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.